Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced two episodes of hypoglycemia during the first night using the ilet, with a reported blood glucose low of 60 mg/dl, during which the user manually paused insulin delivery, treated twice with oral glucose, and later resumed delivery; the user also reported having taken a 24-hour long-acting insulin dose prior to starting the ilet. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and no reported medical intervention or hospitalization. Investigation included user troubleshooting and education regarding appropriate operation and the impact of manual pause on algorithm learning and the risks of overlapping long-acting insulin when initiating the device. Investigation of this case revealed no device malfunction and suggested that concurrent long-acting insulin and manual pausing contributed to the hypoglycemic events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.